Event description:
It was reported stent damage had occurred. A percutaneous coronary intervention was being performed on a 100% stenosed, moderately calcified and severely tortuous lesion in the proximal portion of the left anterior descending (lad) artery. During the procedure it was noticed that there was strut damage on the distal edge of the 3 x 24mm synergy xd drug-eluting stent. The procedure was successfully completed with another of the same device without further issue or patient injury.